Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The customer's test strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 3.0 inr, retention meter and customer strips: 3.1 inr. Donor #2: retention meter and master lot strips: 3.2 inr, retention meter and customer strips: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 8:18 p.m. Was 4.7 inr. The result from the meter at 8:21 p.m. Was 3.7 inr. The result from the meter at 8:25 p.m. Was 3.3 inr. The customer obtained blood from the same finger for two of the tests but was not able to provide information on which tests the same finger was used. The patient has a therapeutic range of 2.0 - 2.5 inr.